Manufacturer narrative:
Product event summary: analysis confirmed that the stylus pen of the programmer was not calibrated. The overlay/bezel assembly was replaced and calibrated. Analysis could not confirm "when rebooting the programmer a message appeared saying 'system could not be restarted,' 'restoration image corrupt,' and 'delete data and proceed to system book.'"

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID r2290 software analyzer. (B)(4). (B)(4). (B)(6).

Event description:
It was reported that the stylus pen of the programmer was not calibrated, that the pen tip was not near the arrow. A stylus calibration was attempted but the situation did not resolve. It was further reported that when rebooting the programmer a message appeared saying "system could not be restarted" "restoration image corrupt" and "delete data and proceed to system book." The programmer has been returned for service. No patient complications have been reported as a result of this event.